Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation cables and connectors were evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.